Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735788, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the camera cart was not powering up but the main cart was. Technical services had the site power down the main cart and disconnect the cart to cart cable. The site then disconnect the power cable from the wall outlet then held the power button on both carts for five seconds, then reconnect the cart to cart cable. The power cable was plugged back in and the power button on both the main and the camera carts was clicked, the carts then powered on with no issues. There was no patient present during the time of the event. On (B)(6) 2019 (rep) additional information received from manufacturer representative stating that the cause of the issue is unknown and when he checked out the system, everything was communicating normally.